Event description:
It has been reported to philips that the geometry movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not booting up¿. Review of the log file showed ¿configured ui module is not detected; geo biplane module.¿ which confirmed the malfunction of the system. Fse confirmed that issue occurred due to geo module loose connection. The philips engineer verified that connections were secure, which customer had tightened. And the system was returned to use in good working order.